Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's pump was revised on (B)(6) 2017 and the patient was in withdrawal. The pump was interrogated and the pump status was normal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 4000 mcg/ml fentanyl at 1149.0 mcg/day and 100 mcg/ml clonidine at 28.73 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient encountered poor communication "a couple of times" when using their personal therapy manager (ptm) to check her pump status and repositioning the ptm resolved the issue. It was further stated that the placement of the pump was "weird" and the pump stuck out. It was stated the pump would need to be repositioned, which was why the patient was getting poor communication when using the ptm. It was later reported that the pump was loose and the actions/interventions taken to resolve the issue was a pocket revision. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.